Event description:
Dr. Was using the resection scope for a transurethral resection of prostate procedure. About 5 minutes into resecting, the tip of the sheath broke off into the patient's bladder. The surgeon safely removed the tip from the bladder and no injury was noted. Management and sterile processing was notified. Reported incident to wolf- scope manufacturing rep. Stated he reports broken equipment directly to his company. Rep plan to pick up broken resection sheath to take back to company. Recommended replacement instead of repair. Replacement requested and received.